Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, while on the esophageal anastomosis, the device was able to cut but no staples deployed, wherein two (2) perfect donuts were formed but no staples deployed. Another set of staplers were used in order to produce a good anastomosis and complete the case. There was no patient injury.

Manufacturer narrative:
Based on review , this report is updated from a malfunction to a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, while on the esophageal anastomosis, the device was able to cut but no staples deployed, wherein two (2) perfect donuts were formed but no staples deployed. Another set of staplers were used in order to produce a good anastomosis and complete the case. There was no patient injury.